Event description:
The physician attempted to deploy the cannula approximately twenty times without success. On the last attempt, the cannula broke off and was free floating. The physician was able to "jam the piece into the gluteus". It was reported that the physician did not visualize the cannula in order to orient it before deploying. He did not take orthogonal views.

Manufacturer narrative:
Films of the procedure was reviewed and the following was noted: it appeared that the tip of the outback catheter was positioned in the perivascular space instead of the subintimal space. If the physician had taken orthogonal views, as instructed in the instructions-for-use (IFU), the physician would have realized that he was in the wrong location and should not have advanced the cannula. The physician must have advanced the catheter in the perivascular space, with the cannula deployed, thereby prolasping the cannula and breaking off the tip. The piece was less than 10 mm in length. The piece that separated from the cannula became lodged in the extravascular space. The physician left it where it was and did not feel there was any significant clinical implications. The product was returned for analysis. The catheter and cannula were examined under high magnification. It was noted that 10mm of the cannula shaft on the distal end was detached. The catheter was examined for other kinks, dents and deformation. None were found. Per analysis, the cannula tip was separated from the cannula because of operator error. The instructions-for-use were not followed, which explicitly states that orthogonal views must be taken in order "to confirm proper tip positioning".